Event description:
The plasma center mgmt system (pcms), revision 1.2, was developed for the use of one specific customer only. This customer is a plasma center with operations in over thirty locations across the us in three different time zones: eastern, central and mountain. The customer has been "live" with pcms, revision 1.2 since 11/22/99. One of the requirements of pcms revision 1.2 was to utilize sqlnet, a commonly used oracle method for accessing a database using a connection from a remote location. Prior to pcms 1.2, the system used a direct connection to the database. There were no changes required to the core software to accommodate this change, only the configuration that specifies the method of connection. The problem that necessitated this MDR was not discovered by the user, but by idm development staff while working on a different system: the implementation of sqlnet failed to take into account that the users would be accessing the centralized database from three different time zones. Consequently, connections from the sites in the central and mountain time zones were interpreted by pcms as coming from the eastern time zone, causing many of the time stamps created by pcms to be in eastern time for these locations. However, none of these led to a misbranded product or any other safety critical situation, although the potential existed. This customer does not use time for any critical functions of pcms. All expiration dates, deferrals, and other time-sensitive functions are calculated in days or years, not minutes or hrs. The only instance in which time could be a factor is from 12am to 2am (edt), when the date could be different in the various time zones. Therefore, idm's investigation looked specifically at system activity within the 12am to 2am (edt) time frame. The investigation revealed that there were no incorrect expiration dates, collection dates or deferral dates resulting from this situation. There are thirty-two products on the system with the wrong creation date but creation date is not utilized by pcms for any safety-critical functions or reports. Creation date is displayed on two component production reports, however. The customer was notified of this problem on 12/1/1999. On 12/7/1999, idm changed the configuration on the customer's system to discontinue the use of sqlnet and revert to the direct connection that had been used in pre-revision 1.2 versions of pcms.